Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On (b)(6) 2026 the patient experienced unwell. The patient was preparing a bolus before lunch and when they took a fingerstick the CGM reading was 122 mg/dL, and the blood glucose reading was ¿a 100 points higher¿. The patient went to the hospital and stated that they were hospitalized due to inaccuracy. No information was reported regarding treatment, and it was not known how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.